Event description:
The customer reported that they are experiencing air bubbles in the reservoir and received a no delivery alarm. The customer's blood glucose was 92 mg/dl. The customer was unable to complete troubleshooting. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.